Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that interrogation of this implantable device identified it was operating in safety mode. The patient is experiencing muscle stimulation due to safety mode parameters of unipolar pacing and sensing. A boston scientific technical services consultant documented the clinical observations and stated the device should be replaced. The replacement has not been scheduled at this time. No adverse patient effects were reported.